Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. An intra-procedural bleed/ hemorrhage is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include inadvertent trauma or perforation of the annular structure or ventricles during the procedure. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In addition, the patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the bleeding cannot be confirmed; however, investigation results suggest as per the medical records, the patient may have sustained an injury to the posterior av groove. In addition, the circumferential calcium of the mitral valve may have contributed to the pvl. The cause for the cai is unclear but may have been related to the patient¿s unstable hemodynamic status secondary to the bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Paravalvular and transvalvular leak are listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a surgical procedure for avr, CABG, and tmvr, after valve deployment of a 29 mm sapien 3 valve in the mitral position by atriotomy approach, a central leak and a very small paravalvular leak (pvl) was noted. No treatment was performed to resolve the central or pvl. At the conclusion of the case, bright red blood was seen emerging from the posterior av groove. This was treated with blood products including novoseven and felt to be controlled. The patient was transferred for post management care where she was resuscitated with IV fluids, inotropes, and received prbcs and another round of factors including novoseven. The bleeding accelerated over the course of the evening and the patient subsequently succumbed to the groove disruption. The family was informed during the course and the patient expired post procedure. The patient¿s mitral annulus had 360 degrees of calcium, a calcified coronary, excellent conduit and medium-sized pfo.